Manufacturer narrative:
The last calibration was performed on 12-jun-2021 and was acceptable. The customer qc was in and out of 2sd for level 1 on the day of the event per the range information installed on the instrument. The alarm trace was requested but not provided. The field service engineer replaced the dilution vessel and several nozzles. The customer ran qc and precision testing which were acceptable. The investigation determined the service actions resolved the issue. Unique identifier (UDI) #: (B)(4).

Event description:
The initial reporter received questionable ise indirect na for gen.2 results for two patient samples with the cobas 8000 cobas ise module. Sample ID (B)(6): the initial result was 132 mmol/l. The repeated result was 138 mmol/l. Sample ID (B)(6): the initial result was 140 mmol/l. The repeated result was 146 mmol/l. The questionable results were reported outside of the laboratory. The repeated results were deemed correct and corrected reports were sent. The electrode lot number was m30 with an expiration date of 08-feb-2022.